Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Alleged failure: noticed a red piece of plastic caught in the shave blade of an unopened formula resector cutter the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the flash was not removed during cleaning process when the inner tube was inserted into the housing and scraped off the flash, improper cleaning process, qc incoming, and in-process inspections. In addition, nc was opened to address the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.